Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis with unspecified symptoms. It was unknown if the patient was admitted to the hospital for the event. The cause, treatment, and outcome were not reported. No additional information is available.